Event description:
It was reported that a sensor error message occurred. The sensor was inserted into the abdomen on (B)(6) 2022. The patient's parent arrived home at 6:00 pm and found the patient unconscious, unresponsive, and foaming at the mouth. A sensor error message was displayed on the cgm. The parent attempted to give apple juice to drink and called (B)(6).paramedics arrived within ten minutes and checked the patient's blood glucose finger stick which was 34 mg/dl. They administered an IV with glucose and the patient regained consciousness several minutes later. At the time of the report, the patient had recovered. Data was provided for investigation. The problem of hour glass or no readings or sensor error was confirmed. The probable cause was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.